Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm on the home choice (hc) that happened during fill 1. The home patient (hp) had already tried to restart the fill after taking off the heater bag and adding another bag. The technical service representative (tsr) advised the hp to not disconnect the supplies from the machine during therapy due probable compromising of the set. The tsr assisted the hp with ending therapy and advised to restart the setup with all new supplies. There was no patient injury or medical intervention reported. During follow up the hp stated he had tried to change the heater bag when the alarm occurred. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.